Event description:
It was reported that the balloon failed to deflate. The patient presented with slow flow and underwent arteriovenous fistulagram. An 8.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was used. However, during the procedure, the balloon would not deflate. The physician tried using two different non-boston scientific syringes and ended up using a 21g needle to pop the balloon. The physician pierced the balloon through the skin and was able to pull it through the sheath. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
B5: describe event or problem: additional information.

Event description:
It was reported that the balloon failed to deflate. The patient presented with slow flow and underwent arteriovenous fistulagram. An 8.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was used. However, during the procedure, the balloon would not deflate. The physician tried using two different non-boston scientific syringes and ended up using a 21g needle to pop the balloon. The physician pierced the balloon through the skin and was able to pull it through the sheath. The procedure was completed, and no patient complications were reported. It was further reported that the 80% stenosed target lesion was located in an arteriovenous fistula in the non-tortuous and non-calcified left upper arm. The balloon was inflated less than 20 seconds. The patient did not experience any symptoms while the balloon remained inflated.

Manufacturer narrative:
Device evaluated by MFR.: athletis 8.0mm x 40mm x 75cm was received for analysis. The device was returned attached to the customer's syringe. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The investigator successfully applied full negative pressure to the device using the customers syringe which indicates that there is no blockage/obstruction within the device /inflation lumen. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 28mm proximal of the tip. The balloon could not be fully deflated due to the balloon rupture. As per athletis specification the rated burst pressure for this device is 40 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that the balloon failed to deflate. The patient presented with slow flow and underwent arteriovenous fistulagram. An 8.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was used. However, during the procedure, the balloon would not deflate. The physician tried using two different non-boston scientific syringes and ended up using a 21g needle to pop the balloon. The physician pierced the balloon through the skin and was able to pull it through the sheath. The procedure was completed, and no patient complications were reported. It was further reported that the 80% stenosed target lesion was located in an arteriovenous fistula in the non-tortuous and non-calcified left upper arm. The balloon was inflated less than 20 seconds. The patient did not experience any symptoms while the balloon remained inflated.